Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician noticed the svc coil of the right ventricular (rv) lead was damaged at the proximal end. The lead was not utilized and a different lead was implanted without incident. No patient complications have been reported as a result of this event.